Event description:
The rptr indicated that the pt received a shock while standing next to a "deactivator" ("eas") while in a department store. The pt was asymptomatic prior to & following the event. No subsequent shocks were received. Additional info indicated that the pt was actually touching the "eas" when the shock was received. The pt was not alarmed by the incident; however, he thought that he should let his physician know. The event date is estimated.